Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 495 (mg/dl). Reportedly, the customer consumed extra snacks without administering a correction bolus. Customer changed out supplies and administered a correction bolus to address bg level. In addition, the customer received a cartridge alarm 19 during the load process. Reportedly, the customer's bg level was 343 (mg/dl) by the cartridge alarm. During the call with tandem's technical support, the contact was able to load a new cartridge successfully and indicated a correction bolus would be administered to address bg level.